Manufacturer narrative:
The console was not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the reported event was not confirmed due to the issue was related to the fiber and not the console. The labeling review was performed and there was no indication that the device was not used in accordance with the IFU. Based on the work order, the issue was related to the fiber and not the console. Since the investigation was unable to identify any damage or malfunction related to the reported allegation, the investigation conclusion code selected for the complaint is no problem detected.

Event description:
It was reported that during a procedure the console had a burnt smell. The procedure was completed without replacing the device. There was no patient complication.

Event description:
It was reported that during a procedure the console had a burnt smell. The procedure was completed without replacing the device. There was no patient complication.